Event description:
The female patient was undergoing a resection for large uterine fundus plus removal of cervix, and bilateral salpingo-oophorectomy. Surgeon would grasp a section of tissue and activate the ligasure lf4318 and it would not work on the tissue. Re-grasping and re-firing also would not activate the device. It would then work intermittently, but at a crucial point during the procedure, it would stop working again. Staff swapped out the ligasure lf4318. The procedure completed without an untoward patient effects. Patient taken to recovery in stable condition.